Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead displayed loss of capture (loc). A x-ray was performed, which confirmed the ra lead dislodged. The decision was made to reposition the ra lead. A few days later, loc and low amplitude measurements were observed. It was suspected the ra lead dislodged again. As a result, this ra lead was explanted, the ra port was plugged, and the device was programmed to pace/sense only in the right ventricle. No additional adverse patient effects were reported.